Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 4f amplatzer torqvue lp delivery system was selected for use. During use, the sheath was observed to be broken and was leaking saline in a continuous drip from the hemostasis valve. The device was exchanged for a new 4f amplatzer torqvue lp delivery system to complete the procedure. The patient was reported to be in good condition.

Manufacturer narrative:
An event of a fluid leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported fracture could not be determined. It is possible that procedural circumstances (not-tighten enough) contributed to the event, however this cannot be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a